Event description:
It was reported that the patient presented to the clinic, decreased pacing lead impedance was obsrved. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.